Event description:
It was reported that during a coronary stent procedure, the stent became dislodged while attempting to deploy. No attempt was made at retrieval and the stent remains in the pt. Pt status is listed as "okay".